Event description:
It was reported the bottom screen is intermittently hard to read. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer's original comment although the menu screen was a little dimmer than the rest of the display and could not be adjusted. The liquid crystal display (lcd) was out of specification and the side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.